Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the numbers would not stop scrolling. Troubleshooting was done. Customer's blood glucose was 288 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, the device was received flattened dome switch. No unexpected ramping display anomalies noted. The device had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, scratches on display window, missing end cap sticker, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.